Manufacturer narrative:
A follow up report will be submitted once the investigation is complete. (B)(4).

Event description:
A (B)(6) was being resuscitated after which philips received feedback indicating lack of alarms. The (B)(6) patient needed to be resuscitated. The customer mentioned later that the patient had survived.

Manufacturer narrative:
The customer declined to support the investigation from philips. Therefore it is not possible to make a clear conclusion as to the cause of this report. Note that the pressure differences were noted during CPR. It is not unreasonable that the different types of pressure measurments would be different during CPR. There was no trouble found with the device and no repair was warranted. No further investgation or action are warranted.

Event description:
A (B)(6) child was being resuscitated after which philips received feedback indicating lack of alarms. The users noted that the pressure readings from the x2 were 45 mmhg different from the picco module. The (B)(6) patient needed to be resuscitated. The customer mentioned later that the patient had survived.